Manufacturer narrative:
H4: the lot was manufactured april 22, 2023 to april 25, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overnfused. The device was scheduled to infuse for 46 hours but infused within 24 hours instead. This was discovered during patient use. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred in july 2023. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.